Manufacturer narrative:
The reported event was confirmed, however, a root cause could not be determined. The inspector received one silicone temperature sensing catheter with the inlet tube and a sample port connector. No packaging was received. The inspector attempted to fill balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but was unable to. An attempt was also made to pass solution through the funnel into the shaft but was unable to as well. Dark material was noted in the funnel. A diliberate cut was made into the shaft where the birfucation meets the shaft to attempt to pass the solution through the funnel but it was unsuccessful. The funnel was dissected and an unknown substance was able to be pushed out, which had been blocking the flow of the solution. Per specification, "no voids, lumps and undissolved particles in milling are allowed." A potential root cause for this failure could be "silicone inside the lumen." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not inflate the balloon in the urethra. [The urethra may be injured.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the catheter during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inject water into the catheter during the pretest.